Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: please clarify: tissue has not been sew. Did the device deploy staples? Were the staples malformed? Was a leak detected? If yes: what caused the leak to occur in the staple line? Did the device deliver a complete cut line?

Event description:
It was reported that during an unknown procedure, the device fired but the tissue hasn`t been sewn. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55z43. The analysis found that one ec60a device was returned with no apparent damage with an ecr60g cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer rows fully fired and the inner row partially fired 1/2. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deploy staples? Few staples fall down. Were the staples malformed? Yes. Was a leak detected? Yes. If yes: what caused the leak to occur in the staple line? Device didn`t full staple line. Did the device deliver a complete cut line? Yes, staples cut the tissue but hasn`t sewn tissue.